Event description:
It was reported that this pacemaker exhibited atrial undersensing of atrial fibrillation (af). Additionally, data issues were observed. No adverse patient effects were reported. At this time, this device remains in service.